Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down unexpectedly. During troubleshooting, it was determined that the uninterruptible power supply (ups), connected the cns had been unplugged. The cns came back up once the ups had been charged to a useful level. The customer also reported that the cns shut down again, but it was later determined that the cns was on and the display was what had been shut off. It is unknown why the display was off. No patient harm was reported. Investigation summary: the cause of the first shutdown was traced back to an unplugged power cable to the uninterruptible power supply (ups). The loss of power at the ups drained the battery and resulted in a power loss to the cns. The abrupt power loss at the cns sometimes causes sensitive component failure. In this case, no failures were noted - the device booted back up and was able to continue monitor patients centrally. The second shutdown was not a shutdown of the cns. Rather, it was the shutdown of the external display. The cause is unknown. Service history for the facility around this time was reviewed for any signs of unintentional error. None were found. Spontaneous reboots or shutdowns are usually reported while the cns is monitoring patients. There are a number of factors that may trigger a spontaneous reboot/shutdown: power outage, uninterruptible power supply (ups) failure , loose power cable , cns overheating , cns power supply failure , cns motherboard failure , cns hard drive failure. When the user attempts to power the cns back up, or the cns reboots itself, the following are possible symptoms: does not power on, incomplete boot up sequence, booted up into windows, but will not load cns application, displays network disconnect message.

Event description:
The customer reported that the central nurse's station (cns) shut down unexpectedly. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) had shut down sometime on (B)(6) 2021 unexpectedly. After investigating, it was determined that the uninterruptible power supply (ups) that the cns is connected to had been unplugged. Per the customer, the cns came back up once the ups had been charged up to a useful level. The customer also reported that today the cns was shut down, but it was determined that the cns was on and it was rather the display that had been shut off. It is unknown why the display was off. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) had shut down sometime on (B)(6) 2021 unexpectedly. There was no patient injury reported.